Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi will not receive the endoscope for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the video image was flipped. The customer was advised to reseat the endoscope and check the endoscope's rotation, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: it was confirmed that the video image was inverted. The endoscope did not move freely with uncontrolled motion, but the instrument moved in the opposite direction. The 30-degree endoscope was installed at the time of the event. The customer reported that the endoscope and endoscope¿s adapter/base were not engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base. The endoscope did not manually rotate to 180 degrees. The issue was resolved by reseating the endoscope. The procedure was completed with the same endoscope. The alleged vision issue did not result in patient injury.